Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. Upon interrogation, prior to the procedure, it was noted that the left ventricular lead - lv exhibited failure to capture. A chest x-ray and fluoroscopic imaging was performed and the lv lead was found to be dislodged. The lv lead was capped and the patient was in stable condition throughout the procedure.